Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the scope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. A review of the device history record confirmed that the subject product was shipped in accordance with the specifications. Olympus confirmed that the event is detectable/preventable by handling the product in accordance with the following instructions for use (IFU). Gif-xp290n IFU operation manual ¿chapter 3 preparation and inspection_3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.